Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in malaysia that during a meniscal repair procedure on an unknown date, it was observed that the implant on the truespan meniscal repair system plga 24 degree device broke while the surgeon was attempting to repair a radial meniscus tear near the posterior root of the medial meniscus. According to the report, after introducing the needle into the soft tissue and while pulling the trigger, it was noticed that the shaft was slightly bent and it was difficult to fully compress on the trigger. It was reported that an unusual clicking sound was heard. It was reported that the needle was then removed and it was found that the needle head has popped out of the depth stop and found to be stuck onto the soft tissue. This was followed by the implants within. A grasper was then used to pull out the needle head which was stuck onto the meniscus. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwach, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection reveals wear use on the device. It was identified that the implants and suture were not attached along the needle shaft. The needle were found bent, twisted and detached from the device. Also, it could be detected the sleeve of the truespan damaged. Finally, the red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device [8l94566] lot number, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the needle bent could be related when not inserting the needle to the proper depth for deployment which have caused procedural variables, such handling of the device or product interaction during procedure, an axial misalignment or bending force was applied to the tip of the device during procedure can cause the needle bent. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.